Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the reason for the call was that the patient reported that their device was not working for the 2nd time in 3 months. The patient mentioned that they went to their doctor yesterday [(B)(6) 2026] and was told to speak with their manufacturer representative (rep) and the patient said they already spoke with their rep a few different times about the issue. The patient also said the handheld was given to them to give them extra medication but since they started using the handset 3 months ago, they were only using half the amount of the medication that they were supposed to be getting. The patient requested a bolus and screen was stuck at 90 again for a few seconds. The agent walked the patient through clearing the data. Troubleshooting steps taken on the call resolved the issue. The patient would call back for further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.